Event description:
Conmed fukuda retractor broke during surgery while md was using it. Both pieces of the instrument were retrieved and given to the operating room supervisor. FDA safety report ID # (B)(4).